Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, guide wire tip damage occurred. The lesion was located in the common bile duct (cbd). The 0.035 jag precursor guide wire was placed and an unspecified tandem xl double-lumen catheter was advanced to the lesion. At an unspecified time, the physician noted that the tip of the guide wire appeared to be "loose", exposing the core wire. The guide wire and catheter were removed and another of the same device was used to complete the procedure. No patient injuries or complications were noted. The patient's status is reported as "stable."